Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. (B)(6). Patient information is not allowed by country regulations. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted. Product has not been returned.

Event description:
It was reported that the surgeon was using t handle to remove intramedullary rod and the tip of the handle broke. No harm to patient. Product belongs to zimmer mccarthy house kit.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay a correction together with additional information. Product returned, lot number differs to that previously provided. Correct lot number now identified. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using t handle to remove intramedullary rod and the tip of the handle broke. No harm to patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional together with additional information. Product returned. A visual check of the returned product oxford knee ph3 I/m rod removal hook (item 32-401111, lot. S0406110) confirms that large pin (32-401111-2) has fractured off flush with the outside diameter of the shaft (32-401111-1) the broken piece has not been returned. A dimensional inspection is not required for this event as this reported event is for a fractured pin. The oxford knee ph3 I/m rod removal hook (item 32-401111, lot. S0406110) confirms that large pin (32-401111-2) has fractured off this could have been caused by too much force being applied or as there is evidence of wear and damage on all the surfaces, this suggests that this instrument has been used for many procedures, therefore for this event the most likely root cause of the fracture to the oxford knee ph3 I/m rod removal hook is wear and tear but this cannot be confirmed. The product was most likely conforming to specification when distributed. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Event description:
It was reported that the surgeon was using t handle to remove intramedullary rod and the tip of the handle broke. No harm to patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h6, h10. As the product has not been received, the investigation was limited to the information provided. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as mhr was not located for given lot number. A review of complaint history search has found 7 similar complaint for (B)(4). Risk assessment: root cause: risk management report documents the estimated residual risk associated with cemented oxford partial knee system. The root cause of the issue could not be determined with the information currently available, therefore the specific hazard line within the risk table could not be selected. Complaints history search: between 22 september 2017 and 22 september 2020: 7 similar complaint identified. Risk statement: although the root cause could not be determined, the event type is captured multiple times within the oxford cemented implant risk table with a severity score of 1 (negligible) as no health consequences or impacts were reported. The outcome of the reported event is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the surgeon was using t handle to remove intramedullary rod and the tip of the handle broke. No harm to patient. Product belongs to zimmer mccarthy house kit.